Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, the left ventricular (lv) lead was suspected to be dislodged. During the revision procedure, the target veins were not being shown with fluoroscopy. As a result, the lv lead was explanted, and a new lead was placed in the right ventricular septum and the device was reprogrammed to biventricular stimulation to resolve the event. The patient was stable and will continue to be monitored.